Manufacturer narrative:
(B)(4). Sled movement. Batch # m5382a. Additional information was requested and the following was obtained: on the second firing, was any portion of the target tissue cut? --- yes. Was the device difficult to open (closing trigger stuck)? --- no. The analysis found that one pce45a device was returned in good visual condition and with an ecr45w partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No damage was noted on the anvil release button during visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pancreatosplenectomy, the device was locked out at the 2nd firing on the splenic artery. The staples of the proximal end were deployed and the knife a little bit moved forward. The jaws opened. Also, the closing lever was stuck and could not be grasped. The release button became loose. Another device was used to complete the case. There were no adverse consequences to the patient.